Event description:
Caller reported damage to pump housing surrounding the usb port, which affected the ability to charge the pump, though the pump had not shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the caller on necessary steps, including putting the current pump into storage mode and returning it using a provided pre-paid label, within 10 days. The customer acknowledged the instructions and will use the current pump as backup until the new one arrives.